Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during drain one of five of peritoneal dialysis therapy, the home patient was connected. Troubleshooting determined the cause of the alarm was due to an unused supply line clamp being open as well as uncapped. The technical service representative assisted the home patient in clearing the alarm and reviewed proper procedures with the home patient. It is unknown how the home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was determined an unused supply line clamp was open and is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.